Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system was inaccurate. They had registered, gotten a 0.8 metric and felt accurate after registration as well as after going sterile. About an hour into the case the surgeon then felt inaccurate by 38mm. They put the probe on the tip of the nose and also felt off by the same amount. They aborted navigation and proceeded. When they got to the tumor they tested the navigation again, but it was still showing off by the same amount. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. Analysis determined that it was unable to assess navigation accuracy. Registration accuracy was of good quality and merge was also of good quality. It was determined that there was insufficient information available to determine root cause. Analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.